Event description:
Taxus express2 pmss. It was reported that nine days following a coronary artery drug eluting stenting treatment procedure the pt developed a hypersensitivity reaction. At the time of the index procedure one lesion was treated. The target lesion was the distal rca measuring 3.0x12mm with 90% stenosis. Predilation with a 3.0x12mm balloon was performed and a 3.0x12mm taxus express2 drug eluting stent was deployed at 12atm. Following deployment, it was post dilated with the delivery system balloon at 16atm. Intravascular ultrasound (ivus) confirmed the drug eluting stent was dilated completely resulting 0% residual stenosis. Nine days post procedure dermatosis was noted. The physician felt the event was not related to the procedure, but it was unknown if the event was related with taxus stent or antiplatelet medications. The pt was treated medically and recovered two ways later. Skin patch tests done one month post event for contrast reaction were all negative. A follow up procedure was done six weeks following the initial procedure and there were no symptoms.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will not be conducted. If there is any further relevant info from that review a supplemental medwatch will be filed.